Event description:
During a transcatheter aortic valve replacement procedure the commander system balloon had perforated and interventional attempts to retrieve it / remove it from body failed. The vascular team were consulted for intra operative assistance to remove retained ruptured balloon and sheath, which they were able to do. Unsure if this is a known complication or a problem with the integrity of the equipment, therefore an FDA report was submitted just in case. Per staff, the rep was on-site and took multiple photos of the balloon once it was removed.